Event description:
Went to intubate patient and blade would not properly connect to monitor and video would go out. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.